Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 470 mg/dl at 9:50 p.m., 364 mg/dl at 9:52 p.m., 181 mg/dl at 9:55 p.m. (System 1) and 155 mg/dl at 10:01 p.m. (System 2). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The shelf life of the strips expired between the time strips were received from the customer and the investigation. Because the strips had expired, no further testing with those strips could be completed.